Manufacturer narrative:
Qc was within the established ranges. A field service engineer (fse) went on-site and replaced sample and reagent syringe, t-valves and tips and also replaced a damaged reagent probe and wash/vacuum probe.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the synchron cx5 delta clinical system reporting an erroneously low total protein (tp) patient result and several suppressed triglyceride (tg) and albumin (alb) results. The patient sample was run on (B)(6) 2011 with a tp result of 3.0g/dl and on repeat was 6.7g/dl. No patient results were provided for tg or alb. There was no report or death, injury or change to patient treatment attributed to or connected with this event.